Event description:
The customer reported an issue with an ECG alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported an issue with an ECG alarm. No pt harm was reported. As it is possibility of a failure to alarm leading to delayed/no pt treatment, this case will be considered reportable. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.